Manufacturer narrative:
Manufacturer ref (B)(4). Occupation: non-healthcare professional (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010. It is alleged that the [pt] was injured without further explanation." Patient allegedly received an implant on (B)(6) 2010 via right common femoral vein due to deep vein thrombosis (dvt), pulmonary embolus (pe) and intolerance of anticoagulation (per operative report). Patient is alleging filter fracture. (B)(6) 2010, ivc filter implant operative report: ¿the tip of the filter was then visible below the renal veins. The sheath was pulled back and secured uncovering the filter. The red knob was then loosened and in an b to a type movement, the filter was delivered. An x-ray was obtained for documentation of location.¿ on (B)(6) 2018, CT of the abdomen ¿there is an infrarenal ivc filter demonstrated with the cephalad apex approximately 1.1cm from the inferior margin of the renal veins. There is leftward tilt of the cephalad apex with the apex abutting the left lateral wall of the inferior vena cava. There is evidence for perforation of at least 5 struts. The most significantly perforated strut along the right anterolateral aspect extends approximately 1.1cm beyond the confines of the inferior vena cava and appears to penetrate the third portion of the duodenum. The next most significant strut perforation is along the posterolateral right margin extending into the anterior margin of the right psoas muscle, extending approximately 9mm beyond the confines of the inferior vena cava.¿ on (B)(6) 2018, ivc filter retrieval operative report: ¿the patient was taken to the or and laid supine on the table. Anesthesia was induced by the anesthesiologist. Using ultrasound guidance and a micropuncture system, the right ij vein was accessed. Forceps were used to extract the buried filter collar and hook from the caval wall. The filter collar then was snared, the filter was collapsed and retrieved with the 18f sheath. Cavogram at this time revealed no ivc defects. One tine was noted to remain in the cava and then into the left pulmonary artery. Left pulmonary arteriography was performed to identify the branch in which the tine resided. Wire was directed into the pulmonary artery and then the left pulmonary artery. Snare was used here to retrieve the tine.¿ patient outcome: unknown.